Event description:
It was reported that the ventilator's o2 gas module required a replacement. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator's o2 gas module required a replacement. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed need for replacement of o2 gas module has been caused by gas supply test failure. The issue has been solved by replacing malfunctioning part. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The device logs were not received and no parts have been returned for analysis, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).